Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hemorrhoidectomy, when the surgeon fired the device, the pressure and resistance was more than usual. It took about seven minutes to fire the device together with a nurse. Surgeon said that device does not usually work with that amount of resistance. Surgery was delayed seven minutes, but was successfully completed. There were no patient consequences.